Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the surveillance was rebooting when discharging/admitting a patient. There was no patient incident.

Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).